Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as due to ¿the patient¿s attendant not following the proper aseptic procedure (not further specified) even after retraining (three times/ dates unknown)¿. On an unreported date the patient began treatment for the peritonitis with amikacin, 125mg; vancomycin, 1gm; and meropenem, 1gm (routes and frequencies were not reported). Eight days after onset, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized, the patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available.